Event description:
It was reported that the 9800 sys displayed a cine disk not available error message. It was also noted that the foot switch is broken. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Repaired the foot switch push pins and removed cine disk and reinstalled. Reformatted the cine disk. The sys was tested and found to be working as intended and placed back into svc.